Event description:
It was reported to boston scientific corporation that an active cord was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009 (patient reported to over (B)(6); weight unknown). According to the complaint, during the procedure, the connector which hooks up to the generator broke. The physician was able to hold the cord in place in order to complete the procedure with this active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device presented with a detached banana jack connector and also exhibited signs of wear and tear. The condition of the device was consistent with the complaint of a broken connector; the complaint was confirmed. The most probable root cause is wear and tear due to repeated use of the active cord.

Event description:
It was reported to boston scientific corporation that an active cord was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2009 (patient reported to over (B)(6); weight unknown). According to the complaint, during the procedure, the connector which hooks up to the generator broke. The physician was able to hold the cord in place in order to complete the procedure with this active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.